Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015 to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee arthroplasty on unknown date and unknown topical skin adhesive was used. Following the procedure, the patient developed superficial infection on both sides of incision, bilaterally. The patient required additional post-op care visits and treatment with antibiotics. Infection resolved with two weeks of antibiotic treatment. Additional information has been requested.